Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. During lead revision procedure, the lead could not be repositioned as the guidewire could not be inserted through the lumen. The lead was explanted and replaced. The patient was in stable condition prior, during and post procedure.